Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus express2 3.5x24mm drug eluting stent to a previously placed des stent in the mid-proximal right coronary artery (rca). The stent was deployed successfully, but upon removal there was balloon withdrawal resistance at 15 atms, then again at 17 atms. After multiple attempts to inflate and deflate, they were finally able to withdraw the balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.